Manufacturer narrative:
.

Event description:
The patient fell. Following the fall, the patient experienced a loss of therapeutic effect. The patient was not able to adjust the stimulation. The programmer was showing a "call your doctor" icon and was in an oor (out of regulation) condition. The oor condition was cleared. The patient still did not have stimulation on her right side. The patient was seen by her physician for reprogramming. Two electrodes, previously activated, showed out of range impedance. The physician determined a revision was necessary to achieve stimulation coverage where the patient needed it. The extension was replaced. Post-operative checks showed all electrode impedance measurements within normal ranges. The patient now reported satisfactory stimulation coverage. Additional information has been requested, a follow-up report will be sent if additional information becomes available.